Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure that was performed via a 6 fr. Sheath. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted and deployed without difficulty. In the attempt to retract the device, resistance was encountered. The physician then deployed and parked the foot several times and noted that the puncture site started to ooze. The device was removed over a guide wire and an 8 fr. Sheath was inserted to achieve hemostasis. Later that afternoon, the sheath was removed and manual compression was applied to achieve hemostasis and closure. It was reported that the pt was discharged home the next day and is doing "fine".